Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Received one device, customer concerns confirmed, also found additional reportable issues. It was reported that the door lever was extremely hard to open all the way. The lever gets stuck and was hard to move even when it was unlocked. The device must be sent to ICU for further evaluation and repair. The event happened during testing.